Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-01592, 3006705815-2018-00342: it was reported the patient¿s wound is not healing after implanting an scs system. As a result, their entire scs system was explanted.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-01592, 3006705815-2018-00342: follow up information identified as the issue has resolved over time.